Event description:
The pt's father reported that the pt experienced elevated blood glucose levels (600 mg/dl) and ketones. The pt's father reported that air bubbles have been an issue in the cartridge and infusion set despite multiple changes to both.

Manufacturer narrative:
The pump was returned to animas for eval. The pump was found to be operating within required specifications. The pump was filled with test cartridge and exercised for 24 hours with no issues and no bubbles forming.